Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: product broke / came apart after pump priming. This is the 2nd bd IV set in 4 days I have had inquiry at 2 different facilities. The other item was 2423-0007 lot 1026015706.